Manufacturer narrative:
Image review; an image was received for evaluation. The image is of a shelf carton and the distal and proximal section of an sds device. On magnification of the image, stent deformation is evident to the proximal stent wraps. The lot number printed on the luer of the device corresponds with the lot number reported in gch. Additional information: please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an endeavor resolute rx coronary drug eluting stent was used to treat a severely tortuous and calcified lesion exhibiting 92% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. Resistance was encountered. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. An image provided indicates stent deformation in vivo during positioning occurred. The patient is alive with no injury.